Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb, system pcb and flex cable (user interface to stack) assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced parts and determined that the cause of the reported issue was due to a torn flex cable (user interface to stack) assembly.

Event description:
A third-party service agent contacted physio-control to report that their device during inspection would not complete its boot-up cycle when attempting to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their device during inspection would not complete its boot-up cycle when attempting to power on. There was no patient use associated with the reported event.